Manufacturer narrative:
Samples of the broken glass were sent to x-ray shield supplier/MFR for eval to determine if the x-ray shield was properly tempered. Hologic is awaiting those results. The dealer's field engineer was reserved to replace the broken x-ray shield. The x-ray shield is made of tempered glass (safety glass). Tempered glass is known to shatter when excessive stress is put on the glass or is otherwise damaged, but that could not be confirmed in this incidence. Tempered glass breaks into smaller irregular shaped pieces instead of sharp shards as with non-tempered glass. The system has been installed since december 28, 2012.

Event description:
The customer reported that while returning to this office he found the x-ray shield to have shattered. It was reported that when the last person left the room the previous day, the x-ray shield was in good condition. No one was present in the room when this occurred.